Event description:
During t2h surgery, when surgeon tried to drill to nail hole with radiolucent drive, a strange noise was heard and the drill bit was not able to be removed from the attachment. After that the surgeon used 3.5mm drill, but it was broken while using. The surgeon expanded the wound to remove the broken drill part.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Product inquiry stated the drill, tri-flat t2 tibia ø3,5x130 mm to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The drilling spiral of the drill returned was completely sheared off at the level of approx. 8 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner; it is not unlikely that drilling under misalignment and bending forces in combination with high force application had led to the final breakage of the drill. It cannot further be excluded that the drill had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. As the drill had been in use for a longer time (manufactured in 2002) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Based on the above facts it can be ascertained that the root cause is not related to a deficiency of the device. No non-conformity was identified.

Event description:
During t2h surgery, when surgeon tried to drill to nail hole with radiolucent drive, a strange noise was heard and the drill bit was not able to be removed from the attachment. After that the surgeon used 3.5mm drill, but it was broken while using. The surgeon expanded the wound to remove the broken drill part.